Event description:
It was reported that the patient's right ventricular (rv) lead was capped on (B)(6) 2017 for an unknown reason. The rv lead was replaced during a device changeout procedure on (B)(6) 2025. There were no patient consequences.